Event description:
It was reported that on an unknown date, an unknown sized amplatzer pfo occluder was implanted in a patient with a past medical history of patent foramen ovale and recurrent cerebral infarct. On post-op days 18-25, an implantable cardiac monitor detected brief atrial fibrillation and the patient was prescribed rivaroxaban for three months. No patient consequences or additional information was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of patent foramen ovale were reported in a research article in a subject population with multiple co-morbidities including patent foramen ovale and recurrent cerebral infarct. Some of the complications reported were brief atrial fibrillation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.